Event description:
Website report-pt suffered severe shock (bp 70/40) with severe disseminated intravascular coagulation (dic) immediately after administration of adcon-l during lumbar disc surgery. The physician indicated that this event was consistent with anaphylactoid shock. Pt responded to treatment of epinephrine drip (total dose 5mg), fluid resuscitation and steroids.